Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the perfusionist that when the patient was at home in bed, he urinated onto his percutaneous lead and system controller. Urine was aspirated into the vent port and the pump reverted to basal rate. The patient was admitted at the hospital and placed on pneumatic support using an ip console and stroke volume limiter (svl) in order to dry out the pump.

Manufacturer narrative:
The pump dried out and the patient was discharged from the hospital and remains ongoing with the lvad without any further issues. The system controller that was in use at the time of the incident was returned to the manufacturer, was functionally tested and found to operate as intended. The patient remains ongoing on the lvad without any further issues and the event appears to be related to the patient accidentally urinating on the lvad driveline; however, since the device remains in use, this could not conclusively be determined. No further information is available. The manufacturer is closing its file on this event.